Event description:
Per the clinic, the patient experienced pain and an infection at the implant site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported).